Event description:
It was reported that low r waves and no capture was observed on the right ventricular (rv) lead. The patient was brought in for a procedure to re-position the right ventricular (rv) lead. When repositioning the helix would not extend. The rv lead was explanted and replaced. The patient was stable.